Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (blister). Sterility has been breached. The reported event has been confirmed by evaluation of the returned product and provided photos. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that when inspecting item in stock, it was found that the packaging was damaged. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 51-105140: item name: tprlc xr t1 pps 14x148mm, lot # 6656596. 51-103160: item name: tprlc 133 t1 pps so 16x152mm, lot# 6508849. G2: foreign: japan. Multiple MDR reports were filed for this event, please see associated reports 0001825034 - 2023 - 02712 & 0001825034 - 2023 - 02714. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.